Event description:
A homecare services representative sent an email notification of complaint on behalf of customer to corporate product surveillance. A customer reported there were holes in the cassettes. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp confirmed there was a puncture on 7 cassettes that she had received. The hp did not use any of the cassettes. The hp did not know if they were all in the same area on all the cassettes. The hp stated she still had 5 of the cassettes remaining. The hp explained she had enough supplies to perform therapy and that there were no adverse events as a result. The hp advised that he was able to resume therapy successfully with new supplies. Per the hp, therapy was going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a hole in the cassette was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. A sample was not returned, therefore an evaluation could not be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Corrected data: the sample was not returned.

Manufacturer narrative:
(B)(4). An evaluation will be performed on the returned sample and a batch review will be performed on the reported lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.